Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing, undersensing and noise, which was believed to be caused by left ventricular assist device (lvad) implanted. It was also noted that the smart pass feature was disabled due to low amplitude and oversensing. Then, the feature was back turned on. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing, undersensing and noise, which was believed to be caused by left ventricular assist device (lvad) implanted. It was also noted that the smart pass feature was disabled due to low amplitude and oversensing. Then, the feature was back turned on. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.